Event description:
It was reported by service report that the call supports and the foot positioning assembly were not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: tracks.